Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a physician attempted to implant an xceed stent in the left superficial femoral artery. The stent delivery system (sds) catheter started to stick while advancing along the guide wire. The physician attempted to fee the sds by pushing and pulling the device on the guide wire; however, during this maneuver, the stent prematurely deployed on the wire outside of the pt's body. The complete system was removed and replaced with another xceed stent to successfully complete the procedure. There wer no adverse pt effects. No additional information available.